Event description:
It was reported that during inspection for use the gastrointestinal videoscope experienced screen goes black. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed based on the results of the investigation, the definitive root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.